Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an afib - paroxysmal ablation procedure, there was blood leaking from the hemostatic valve of the carto vizigo" 8.5f bi-directional guiding sheath medium when the sheath was inserted into the patient\s body. The sheath was replaced, and the issue resolved. Procedure continued without further issues. It was reported the valve did not break off; there were no separate pieces. No air entered the patients body. Patient\s hemodynamics was not compromised. No interventions were required to stop the backflow blood. With the available information, although no damage to the hemostatic valve was reported, this is being conservatively coded and reported as hemostatic valve separation as it is most likely the backflow blood occurred due to a malfunctioning/dislodged valve. Given no interventions no hemodynamics disruption was reported, this wont be considered a patient event. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001513 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)